Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. The 32x2.5mm taxus liberte stent delivery system was opened and a stent strut was protruding out. The device did not contact the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the catheter was visually, tactilely and microscopically examined which found the stent and the balloon kinked 2.3 cm from the distal tip. The balloon was tightly folded. Dried contrast was present throughout the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. The 32x2.5mm taxus liberte stent delivery system was opened and a stent strut was protruding out. The device did not contact the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.